Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 4 9mm (cat#: 02-012-35-4009 / serial#: (B)(4)). Lgc tibial fit tray cem sz 4f / 3t (cat#: 02-012-45-4030 / serial#: (B)(4)). Three peg patella 38mm (cat#: 200-02-38 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately 7.5 years post initial left side tka, the 57 y/o male patient had a left total knee revision due to aseptic femoral loosening. Per clinical study case report form indicates this event is possibly related to devices and unlikely related to procedure.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.